Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch and part number. The image also revealed the needle protector appears to be split in half. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The needle cover has been peeled back. The depth gauge was not returned with the device. The needle is bent from intended position. A functional evaluation revealed the actuator functions as expected. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time. Correction in h6 (medical device problem code).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair the ultra fast-fix t2 fall off from the device after t1 was already secured into the meniscus. Additionally, t1 fell from the meniscus. The procedure was successfully completed without delay using a back-up device. No other complications were reported.